Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 a suspicion of buried bumper syndrome was reported. The patient was hospitalized. On an unknown date the patient underwent a CT scan of the abdomen that revealed no collection around the tube. On (B)(6) 2023, the surgeon managed to removed the peg that was buried in the abdominal wall and a new peg tube was placed, after five days duodopa treatment was resumed.